Event description:
A 6 mm diameter x 18 mm length racer biliary stent system, was inserted into a patient for the treatment of an unk lesion that had 75-80 % stenosis and excessive calcification. It was reported that the vessel was not pre-dilated. The lesion was crossed with a wire, after which a guide catheter was inserted with the stent delivery system inserted within it. After the stent delivery system was positioned, the physician retracted the guide catheter backwards; however, he was unable to cross to the intended location with the stent delivery system. The physician attempted to pull the stent delivery system backwards into the guide catheter for its removal, but the guide catheter sneared the stent off the balloon, and the stent floated down and caught in the mesenteric artery. The stent was successfully snared and removed from the patient. The stent and delivery system were discarded by the user facility. The lesion was then pre-dilated with another balloon and another stent was successfully implanted. No add'l clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: unapproved use of device (device is intended for use in the biliary tree). Inherent risk of procedure (stent dislodgement). Evaluation conclusion: device failure related to user handling (unapproved use of device - device is indicated for use in the biliary tree).